Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, bag tore and specimen fell into the abdominal cavity that was pick up piece by piece with pliers. This has caused prolonged operation time.